Event description:
A customer observed biased tbil results for a pt sample, quality control fluids and a proficiency sample when using the vitros dt60 analyzer. The biased pt sample result was not reported to the floor. Troubleshooting determined that this event is consistent with a malfunction that could have caused false positive results to be reported. There was no report of pt harm as a result of this event.